Event description:
It was additionally reported that it was unknown if the mpu had a v-lock connector, the ac power cord did not come loose, there were no environmental circumstances that would have affected ac power, and there was no documentation on if the mpu was exchanged or removed from service.

Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 9 days (30jan2024 ¿ 07feb2024 per timestamp). On 04feb2024 at 9:44:19, while connected to the mobile power unit (mpu), low power and power cable disconnect alarms activated due to a loss of alternating current (ac) power. The alarms transitioned into no external power at 9:44:22. The alarms resolved after external power was restored to the mpu at 9:44:26. The backup battery was able to provide support to the system. Pump operation was not affected. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had several no external power alarms, but they were uncertain how they happened. The patient's family also reported alarms on (B)(6) 2024, but these were not seen in the log files. They acknowledged that, possibly, something else was alarming. A review of the log file revealed 2 loss of external power events while connected to the mobile power unit. The controller appropriately appropriated to the emergency backup batter when external power was lost. The alarms appeared to resolve once external power was restored. No other unusual controller alarms or pump faults were seen in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.